Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic sigmoid colectomy. Event description: "the distal end of trocar broke off when instrument placed pressure on it.  The broken piece was retrieved and removed." After speaking with, initial reporter, she mentioned that not all plastic pieces were able to be removed. "Stapler was being used at the time the trocar broke."  Also, per the op note "a portion of the 12 mm port broke off inside the patient during the case. The largest portion of this was removed however smaller piece was never identified after considerable time and effort was dedicated to locating this small, likely less than 5 mm piece of plastic." Additional information received via email 13apr2022 from applied medical representative: field team is unsure of the current patient status. It is unknown how the trocar was inserted or if it was broken upon entry or not. The break was not clean. Additional information received via email 14apr2022 from user facility: patient was discharged home on (B)(6) 2022. The doctor put the trocars in with a twisting motion. There was no difficulty during insertion. Product is available for return. Intervention: the largest portion of break was removed. Patient status: small plastic piece was left inside patient. Patient discharged home on (B)(6) 2022.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with one clear fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The fragment was identified to be a portion of the missing cannula tip. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument coming into contact with the tip of the cannula during the procedure.

Event description:
Procedure performed: laparoscopic sigmoid colectomy. Event description: "the distal end of trocar broke off when instrument placed pressure on it. The broken piece was retrieved and removed." After speaking with [initial reporter], she mentioned that not all plastic pieces were able to be removed. "[ ] stapler was being used at the time the trocar broke." Also, per the op note "a portion of the 12 mm port broke off inside the patient during the case. The largest portion of this was removed however smaller piece was never identified after considerable time and effort was dedicated to locating this small, likely less than 5 mm piece of plastic." Additional information received via email 13apr2022 from applied medical representative: field team is unsure of the current patient status. It is unknown how the trocar was inserted or if it was broken upon entry or not. The break was not clean. Additional information received via email 14apr2022 from user facility: patient was discharged home on (B)(6) 2022. The doctor put the trocars in with a twisting motion. There was no difficulty during insertion. Product is available for return. Intervention: the largest portion of break was removed. Patient status: small plastic piece was left inside patient. Patient discharged home on (B)(6) 2022.